Event description:
It was reported that during a video assisted thoracic surgery, the device delivered an incomplete staple line and would not cut. The procedure was completed with a like device. There was no adverse consequence to the pt.

Manufacturer narrative:
2nd device: lot# v41e2x batch # v5c29a.